Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. After approx twoa minutes of scanning, the pt's ECG electrodes were removed, and 3 "pea" sized skin blisters were observed where the electrodes were positioned. The pt's blisters were treated with an antibiotic ointment. The pt rec'd i5 different brain and spine scans with low to moderate rf power. No cable looping or skin contact with the MRI bore was evident. Anesthesiologst remarked skin blisters appeared to be saline "chemical" burns. Pt had prior history of reaction to adhesives and skin gels, and was described as having sensitive skin.